Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, while firing the trigger of the device, there was an incorrect closure of the staples. The surgeon used a new device from the same lot and the same problem occurred. The procedure was completed with a third device. No patient consequences were reported.